Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported the unit lost the ability to ventilation in pressure support ventilation mode. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was unable to confirm the reported complaint. The vent engine was proactively replaced and the unit was returned to service. Ge healthcare's investigation determined that this failure occurred during patient use. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.